Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system aspiration catheter 8 (cat8), indigo system aspiration catheter 6 (cat6) and non-penumbra sheath. During the procedure, the physician used a cat8 but removed it due to the outer diameter being too big to fit inside the target vessel. Subsequently, while inserting the cat6 into the sheath and without a peel away sheath, the tip of the cat6 ovalized. Therefore, the cat6 was removed. The procedure was completed using a new cat6 and the same sheath. There was no report of an adverse effect to the patient.